Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced infection and erosion. A revision was performed and the implantable cardioverter defibrillator (ICD) along with this right ventricular (rv) lead and the right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).